Event description:
It was reported that the customer was hospitalized with dka, high blood glucose levels, vomiting and stomach flu. Customer treated with insulin and fluid drips. The customer was in the hosp for 2 days.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.